Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® sst¿, 5 tubes had gel air bubbles. There was no health impact or consequences reported.

Event description:
It was reported prior to use of bd vacutainer® sst¿, 5 tubes had gel air bubbles. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9. Returned to manufacturer: yes. H.3 device eval by manufacturer? Yes. D9. Device available for eval?: 27-oct-2025. Investigation summary: bd received samples and one photo for investigation. A total of 5 returned samples were visually inspected for gel air bubbles, and all failed inspection. Additionally, the returned photo showed five tubes with air bubbles in the separation gel. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: gel air bubbles- before use. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.